Event description:
It was reported to boston scientific corporation that a catheter was used during an ureteroscopy procedure performed on(B)(6), 2021. During the procedure, when the physician opened the package the balloon was noted to have a significant bend. The procedure was completed with another uromax ultra dilatation balloon catheter. There were no patient complications reported as a result of this event. ***additional information received on (B)(6)2021*** it was reported that the uromax ultra dilatation balloon catheter was used in the ureter.

Manufacturer narrative:
Additional information: block b5 (describe event or problem), d7a (sud reprocessed and reused?) And h8 (usage of device) block h6: device code a0406 captures the reportable issue of balloon kinked. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used during an ureteroscopy procedure performed on (B)(6) 2021. During the procedure, when the physician opened the package the balloon was noted to have a significant bend. The procedure was completed with another uromax ultra dilatation balloon catheter. There were no patient complications reported as a result of this event.